Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. Sample was not returned; therefore, no evaluation could be performed. The assignable cause could not be determined.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, on the home choice (hc) unit. The problem was noted during use, with the patient connected in dwell. It was unknown for how long the hc was in use before the problem was noted. The home patient (hp) was in dwell 4 of 4 and had 3 bags connected with solution in the heater bag only. The technical service representative (tsr) verified there were no hp or bag disconnections. The tsr had the hp cycle power to the hc and it alarmed se 2367. Overall the alarm was cleared. The homechoice met device specifications and was safe to leave in the customer's home. There was patient involvement however there was no patient injury or medical intervention, associated with this event.